Event description:
A stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology in the common iliac was reported as severely tortuous. It was reported the physician was unable to advance the thoracic stent graft delivery system through a previously placed aorto-iliac device. The physician pushed on the patient's abdomen to help straighten out the vessel, however, the stent graft delivery device kinked during advancement. The device was removed and sent to medtronic for evaluation. The physician inserted a buddy wire up the vessel and was able to successfully advance and deploy another talent thoracic stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results/conclusions: (severely tortuous vessels). Device evaluation has been completed. The stent graft was still loaded. The handle was in the full forward position. There were kinks at 120mm and 143mm from the end of the graft cover. The evaluation of the device determined no abnormalities with the device. The cause of the complaint was determined to be due to the patient vessel morphology.